Manufacturer narrative:
Manufacturer review¿determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall that persisted after five restarts, and a replacement device was issued; the pump battery was nearly full, blood glucose was unaffected, and the user was instructed on shutdown, data sync to the mobile app, device return, and the need to perform a new startup on the replacement. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no clinical impact, no medical intervention, and continued use of cgm through the dexcom app or receiver. Investigation included customer troubleshooting with repeated restarts, verification of device status, and remote education on shutdown and return procedures. Investigation of this case revealed a persistent motor stall alarm consistent with a potential pump drive or motor performance issue. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the pump motor or drive mechanism.